Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: unknown when infection and revision occurred d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. E1: initial reporter is j&j company representative h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision occurred due infection on an unknown date. Original implant date unknown. After 3 months post-op patient returned to walking unassisted, was doing great for acetabular fracture patient. Device was very successful, and dr. Was very happy with clinical outcome. Patient had a history of drug usage and appeared to be pushed and fell in a fight. Even after fall, the pelvis remained intact, so all was healed appropriately. Due to unknown reasons, the patient developed infection, that was described as a large puss mass on CT causing reoperation. Due to the infection dr. Patterson decided to remove the plate as standard practice. During removal the obturator nerve was on top of the ischial screw feature on the plate. Dr. Patterson could not simply pull out the plate because of this, and had to manipulate the plate and nerve to safely remove. He said he almost avulsed nerved while removing, however the nerve was not damaged and successfully removed the plate. Surgeon felt it was a ¿near miss¿, and dr. Patterson confirmed no harm to the patient. This report is for an unknown plate for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: h6: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was not returned to depuy synthes, however photos were received for review. The photo/x-ray investigation revealed that device had no visible damage or anything indicative of a device nonconformance was found during the investigation. Therefore the allegation cannot be confirmed. Functionality of the device cannot be assessed through photo evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the unk - plates: trauma would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6 component code: g07002 device not returned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.